Event description:
It was reported that during a coronary stent procedure, difficulty was experienced removing the balloon catheter after deployment. After several attempts the balloon catheter was successfully removed. No patient injuries or complications occurred.